Event description:
It was reported during use that intra-aortic balloon(iab) rn calls from the ccl stating they have placed a sensation plus iab and have received a fo sensor failure alarm on the cardiosave console. No harm or interruption of therapy due to this issue.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Event description:
N/a